Event description:
Several years ago, rptr was implanted with an implantable cardiac pulse generator with two endocardial pacing leads, an atrial lead and a ventricular lead. The pacing leads are polyurethane insulated. The pacemaker was implanted near the right collarbone. Several months ago, rptr had a couple of black-out experiences. A holter monitor indicated several periods of slow heart rates, forty beats per minute. Subsequent examinations indicated the slow heart rates were due to a faulty ventricular lead. Rptr was implanted with a second implantable cardiac pulse generator with two new endocardial pacing leads, an atrial lead and a ventricular lead. The pacing leads are silicone insulated. The second pacemaker was implanted near the left collarbone. The first pacemaker was removed from right side. It was interrogated and found to be in very satisfactory working condition. The two endocardial polyurethane insulated pacing leads were not removed. As previously stated, the slow heart rates were due to the faulty ventricular lead. The polyurethane insulation hardened and cracked. The cracked polyurethane allowed extraneous impulse feedback to the pacemaker, which the pacemaker interpreted as no need to pace the heart. Rptr now has a total of four endocardial pacing leads, two atrial and two ventricular leads. Rptr expects the hardened polyurethane insulation to continue its cracking degradation and rub against the silicone insulation, flicking off bits of silicone. Rptr suggests there is a need for additional research on polyurethane pacing leads to keep the polyurethane from hardening.